Event description:
The customer reported that the cannula of 150mg breaks off during insertion. This happened 3 times in (B)(6) 2024. On (B)(6) 2024 photos were provided. The photos appear to show a cracked hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name;  d3 manufacturer name;  d4 unique identifier (UDI) #;  d4 expiration date #;  g4 PMA/510(k)number;  h5 labeled for single use?; h6 evaluation codes. Investigation summary: based on the information available to us, we were able to confirm the event, and determined that: although no samples were returned for evaluation, the provided picture was evaluated confirming the reported issue. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced between 06apr2020 and 07apr2020. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action is not necessary at this time. All information received will be used for further tracking and trending purposes.